Event description:
Patient reports their freedom pump, used with hizentra, serial number (B)(6) is broke. It is unknown if patient missed a dose or had an interruption in therapy. Patient did not report an adverse event due to broken pump. Pharmacy replaced the pump and a return of the broken pump is not needed. Unknown if md is aware. No further information, details, or dates provided. Indication: common variable immunodeficiency, unspecified.